Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage from the filter could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event occurred on an unspecified date and involved a primary plumset, clave y-site, non-dehp tubing, 0.2 micron filter, pe coated tubing, 104",14255-28". It was reported there was an issue with leakage of fluid from the filter of the solute tubing 15 minutes after the start of IV chemotherapy (taxol) infusion. There was a patient involved and delay in therapy, however, it is unknown if there was patient harm.